Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient sustained a blow to the head during a fall, resulting in a sudden loss of function. Explant and reimplantation is planned but has not taken place at the time of this report (B)(6), 2011. The implanted device remains.